Event description:
Note: date of event and procedure date are unk. It was reported to boston scientific corp in 2009, that a resolution clip device was used during a procedure. According to the complaint, during the procedure, the physician was not able to push the clip out of the sheath. No info was provided regarding pt complications or condition.

Manufacturer narrative:
The lot number (0ml8121801) provided by the end user could not be confirmed; therefore, the device manufacture date and expiration date cannot be determined. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.